Event description:
It was reported that the patient expired. The cause of death was unrelated to the implanted system. No cause of death was reported. The patient had bony metastatic prostate cancer. The pump contained hydromorphone, compounded baclofen, bupivacaine, and clonidine at the time of the patient's death.